Manufacturer narrative:
The ge service conducted an over the phone eval. The reported problem could not be duplicated. The system was tested and operates as intended.

Event description:
The customer reported that the screen on the system went black during a procedure. No pt injury was reported.